Event description:
It was reported that the system's power button was often unresponsive, requiring multiple presses to respond, indicating a partial mechanical failure. Additionally, the battery charging port cover was broken, causing dirt to collect and affecting charging efficiency, and there were deep scratches obscuring part of the screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.